Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer realized never finishing rewinding and priming the pump after the set change. It was indicated by the md that no insulin was being delivered due to the pump being in the rewind status for an entire day. No further details.